Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that patient was priming cadd solis vip tubing and noted the tube had holes in. Tubing acting like a "sprinkler" with pn spraying out from multiple holes during infusion. No patient injury was reported.